Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level was 271 mg/dl and 30 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level and low blood glucose level episodes. Customer was trying to get the bolus but her meter said too high and rejected it. Customer was treated with insulin pump. Customer also reported that they received blocked alert. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.